Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm and reservoir had leak. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. Customer stated that he had high blood glucose and then after alarm noticed reservoir was leaking at past second o ring. Customer did not notice air bubbles in reservoir at time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.